Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not closing. The field service engineer (fse) noted that the customer reported drawer 7 would not open. After inspecting the drawer, the fse observed that the inseparable did not have a magnet. The inseparable was replaced, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer hardware failure occurred. The drawer was not closing properly and was coming out of alignment. The customer attempted a reboot, but the error persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.